Event description:
It was reported that while delivering it produced a motor rate error. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received. Visual inspection noted the top case was cracked by tubing guides, missing two (2) rubber feet on bottom case. The complaint was confirmed as the motor rate error was duplicated during the occlusion test. The root cause was normal wear of the worm coupling, worm gear, lead screw and both clutch halves from customer use. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced worm coupling, worm gear, lead screw and both clutch halves. Replaced battery due to low "lmd" from normal wear. Replaced inoperable ?postion? Pot due to normal wear and installed two (2) missing rubber feet. Device passed all functional and delivery tests.